Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and were forwarded to the supplier for evaluation. As soon as the investigation is completed we will file a supplemental report.

Event description:
Customer states needlestick occurred. Phlebotomist was attempting a blood draw and the safety cap popped off. Phlebotomist attempted to place the safety back on the holder and was stuck with the needle in her thumb. When the account receives the holders, bags they come in contain at least 13 of the caps off the hubs.

Manufacturer narrative:
No samples of 450230/g220637d were received. Received customer picture (bag label only). This portion of the complaint cannot be determined. Received 1 bag 450230/g220536x for evaluation. We have no further inventory of the material/batches. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which we receive this product. A review of production documentation revealed no deviations in association with the reported issue. According to their investigation and comments, 18 loose holders and 18 loose quickshield parts were found in the returned sample bag. Therefore, this portion of the complaint is justified. They have no further similar complaints on the material/batch. Although an intensive root cause analysis was performed, no irregularities were detected during the production process. However, the remaining 32 samples were assembled correctly. These samples were checked both visually and functionally. Neither the visual nor the functional check indicated any irregularities. Therefore, this portion of the complaint is not duplicated.